Event description:
It was reported that approx. 166 months after implantation, oversensing with inappropriate shocks occurred. While explanting this lead, the ra lead (setrox) was moved out of its position. The whole system was explanted and a new crt-d system was implanted.

Manufacturer narrative:
Both leads (linox and setrox) were returned. Linox sd 65/18 in the returned state, the lead was cut through 14.5 cm distal of the is-1 connector pin. An explantation set was found in the interior of the distal fragment, and a thread was tied to the distal fragment. A proximal and a distal lead fragment were available for analysis. The returned fragments were thoroughly analyzed. The analysis found multiple signs of abrasion along the lead body. Especially between 13 and 12 cm proximal of the lead body, the insulation was found to be frayed down to the rope leading to the ring electrode. This damage is with high probability the cause of the observed interference signals and the inadequate shocks. This damage pattern indicates significant mechanical stress during the operating time. The position and kind of this fraying are characteristic for a simultaneous occurrence of strong pressure of the lead onto a partner lead with simultaneous friction against it. This assumption was confirmed by compatible signs of abrasion at the also provided setrox s 53. In addition, deformed svc and rv shock coils, cuts through the lead body and through the ropes leading to the rv shock coil and ring electrode 34 cm distal of the is-1 connector pin were detected during the inspection, as well as a fracture of the rope conductor to the ring electrode in the distal area. These damages are probably a result of the extraction process. Setrox s 53 the returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, mechanically, and electrically. The analysis found multiple signs of abrasion along the lead body. Especially 5 cm proximal of the lead body, fraying down to the outer conductor helix was detected. This damage pattern indicates significant mechanical stress during the operating time. The position and kind of this fraying are characteristic for a simultaneous occurrence of strong pressure of the lead onto a partner lead with simultaneous friction against it. This assumption was confirmed by compatible signs of abrasion at the also provided linox sd 65/18. In addition, another fraying spot down to the outer conductor helix was found between 7 and 13 cm distal of the is-1 connector pin. The observed damage pattern leads to the assumption of friction against a neighboring partner lead. Furthermore, cuts into the lead body were found during the inspection 16 cm distal of the is-1 connector pin, and the insulations were found to be torn and the helices stretched 21 cm distal of the is-1 connector pin. These damages are probably a result of the extraction process. The manufacturing processes of both leads were reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.